Event description:
It was reported that a decline in patient's hearing performance was noticed by the guardians since (B)(6)2013. Problems of external devices are excluded and history of head trauma is denied by the guardians. The patient has been re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.